Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close. Block h11: the returned coredx biopsy forceps was analyzed, and a visual and microscope inspection observed that the links and the core wire attachment were detached. A functional test could not be performed due to the device condition. The reported event of jaws failure to close and device difficult to advance were confirmed. Based on all available information, the observed issues of links and core wire detached could have occurred due to excess manipulation against this unit. It is most likely that excess force was applied to the device during manipulation. It was determined that the device was used in a manner inconsistent with the labeled indications. It was reported that the jaws made contact with the inner wall of the scope and made an abnormal noise indicating that the jaws were opened during reinsertion. As a result, the device got the observed damages, and it was difficult to advance it as well. The instructions for use (IFU) indicates "maintaining the forceps in a closed position, insert the forceps through the biopsy valve and into the working channel of the bronchoscope with short deliberate strokes". Therefore, the reported and observed issues are classified as "failure to follow instructions".

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in a biopsy procedure performed on (B)(6) 2024. During the procedure, the jaws were fully opened and unable to close. The jaws made contact with the inner wall of the scope and made an abnormal noise. Another coredx forceps was used to complete the procedure. There were no patient complications as a result of this complaint.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h11: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in a biopsy procedure performed on (B)(6) 2024. During the procedure, the jaws were fully opened and unable to close. The jaws made contact with the inner wall of the scope and made an abnormal noise. Another coredx forceps was used to complete the procedure. There were no patient complications as a result of this complaint.